Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 110 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found the device to operate as designed. No further corrective action is required.

Event description:
It was reported that a spectrum pump displayed system error 110 in the critical care unit. It was also reported that there was no patient injury.